Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Reporter stated "after placing the catheter, the balloon breaks." No further information was provided.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. No trend was observed for the product category, foley catheters, or the reported malfunction, balloon bursts/ruptures/explodes during initial inflation or during use (i.e. When removed the balloon is no longer intact). Complaints spanning from october 27, 2014, through october 27, 2016 (2 years) were review as it related to the foley catheters. A total of twelve (12) complaints were reported. No trends for the lot number, icc code or failure were observed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 20, 2017.